Event description:
It was reported that during a total knee replacement that the blade broke at the mount. It was further reported that the broken piece fell into the surgical site and was retrieved.

Manufacturer narrative:
Device not returned for evaluation. Work order documentation reviewed, and all specifications were met.